Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called to report an unexpected restart alarm and an external ram crc error alarm. The customer's blood glucose reading was 87 mg/dl. The unexpected restart alarm occurred during normal device use. The customer was assisted with programming the device. Customer was advised that they could continue to wear the insulin pump until a replacement arrived. The insulin pump will be returned for analysis.